Manufacturer narrative:
(B)(4). The pump was received with a blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not switch on. Customer's blood glucose level was 28 mmol/l. The device will be returned for analysis.